Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when blood return was confirmed, air bubbles were observed. It was suspected that there was a small crack. There was no reported patient injury. No other information was provided.

Event description:
It was reported that when blood return was confirmed, air bubbles were observed. It was suspected that there was a small crack. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.5 in. Safestep infusion set with its packaging was returned for evaluation. An initial visual observation showed some use residues throughout the device. A functional test of attempting to infuse water into the luer of the infusion set revealed the infusion set to leak at the needle housing where the needle and the needle housing interface. A microscopic observation revealed the water from the functional test to leak where the needle and needle housing interface. A uv light revealed small gaps where adhesive was missing in the needle housing. Because the needle housing was found to be leaking due to lack of adhesive, the complaint of a leaking infusion set is confirmed. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h11.